Event description:
A surgeon reports that an intraocular lens (iol) was damaged (broken haptic) in the cartridge of the iol delivery system. The incision was enlarged to accommodate removal of the lens. Another iol was implanted without complication. A nurse familiar with the case indicated the iol may have been loaded incorrectly in the cartridge.